Event description:
This is an adverse event recorded on a case report form (cfr) as part of the b-500 halo patient registry. The patient was prospectively enrolled with 8 cm of barrett's esophagus. At the patient's 3 month follow-up appointment post focal ablation procedure, no stricture was noted on endoscopy. However, three months later, the patient presented with a moderate stricture that was subsequently dilated and resolved. Per the physician entry on the case report form, the severity of this event was moderate, the relationship of the event to device procedure was definite and there was no device malfunction. The manufacturer is reporting this event out of an abundance of caution due to the reported stricture with dilation, although at the patient's first post ablation follow-up no stricture was noted.

Manufacturer narrative:
A sample was not returned therefore no device investigation was performed. Should we obtain additional information pertinent to this event, a follow-up report will be submitted. (B)(4).